Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their incision came open and part of their implantable neurostimulator (ins) was exposed. The patient stated that this was why their whole device was removed. No further complications were reported or anticipated. Indications for use are spinal pain and non-malignant pain.